Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the device battery was depleted prematurely and reached end of life. Device was explanted and replaced. Further information is requested and not received yet.